Event description:
The patient underwent lead revision due to low impedance. Impedance was within normal limits post-operatively. No further relevant information has been received to date. Product return is not expected per historical hospital policy.

Event description:
The neurologist reported that the patient's impedance was on the lower end of normal range, and it was determined that this was a large drop impedance from past values. The patient had also had symptoms of increased seizures and changes of perception of stimulation. These symptoms with the drop in impedance suggest a short-circuit condition. Per the doctor, there was no trauma and x-rays were normal. No known surgical intervention has occurred to date. No further relevant information has been received to date.